Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was not inspected prior to use. It was black broken cable. There were no loss of cautery and no signs of thermal damage. The instrument did not collide with any other instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, conductor wire was damage on vessel sealer extend (vse) instrument. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The vessel sealer extended was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The conductor wire was intact and displayed no damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. Additionally, the instrument was found to have a loose grip cable at the proximal end. As a result of the loose grip cable, the instrument jaws would not close fully, causing the instrument to fail initialization. No damage was found to the conductor wire, and the grip cable was not broken. The probable root cause of the reported conductor wire damage cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.